Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the electrode belt had an intermittent open purple (agnd) wire in the cable connecting ECG c and ECG d. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll and reported that electrode belt sn (B)(4) caused a patient to receive "adjust belt" messages.